Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused shortness of breath and lung issues. The patient did receive medical intervention and reported to have been hospitalized. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused shortness of breath and lung issues. The patient did receive medical intervention and reported to have been hospitalized. Additional information was received and added to the report. The device was returned to the manufacturer's service center on 10/24/2022 for further evaluation. The device was evaluated on 11/27/2023. There was no mention of visual findings to the external part of the device. The device was returned to the manufacturer's product investigation laboratory for further investigation. During investigation, evidence of sound abatement foam degradation/breakdown was not observed in the base unit. Observed dust/dirt and fibrous contamination, inconsistent with sound abatement foam degradation, throughout the device enclosure and airpath, suggesting that it originated from an external source. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes unable to address the symptoms described. Confirm the presence of contamination in the airpath.